Event description:
The customer reported that the pt was having an implanted pacer tested. Pt was ventricular tachycardia induced. Defibrillation was charged to 200 joules and discharged successfully. Pt out of ventricular tachycardia was charged to 300 joules, but only charged up to 90 joules, then rapidly ran down to 50 joules, then to 0.